Event description:
A male patient had initial aaa repair with another manufacturer's graft placed 48 months prior. This graft migrated >10mm caudally. A renu device was then implanted in 2005, and at the time of implant there was no endoleak observed on the completion angiogram. A procedural angiogram report from core lab in 2007, indicated that a proximal type I endoleak was observed.

Manufacturer narrative:
Evaluation: all patient should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft component) should receive enhanced follow-up. No product was returned to assist in this investigation. An internal clinical review indicated that the endoleak was due to anatomical changes in the patient over time.